Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and a device media analysis noted that the device returned, and it was found during visual inspection that the teeth were damage, and three bands were damaged, the slack wasn't taken up and the handle had evidence that the trip wire was not secured to the post. No other problems with the device were noted. The reported event of "bands difficult to deploy" was confirmed. The instructions for use of the device weren't followed since the slack wasn't taken up from the handle slot and the trip wire was not secured to the post. This can ultimately affect the way the bands are supposed to be deployed once the ligator housing is installed in the endoscope, making the trip wire does not work accordingly with the handle when pulling the bands. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. "Take up slack by pulling proximal end of trip wire on handle unit." And "secure trip wire in slot on handle unit", however, it was found that the slack wasn't taken up from the handle slot and the wire was not secured to the handle. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on the available information and the analysis of the returned device, the most probable root cause of this complaint is failure to follow instructions.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation (evl) procedure for esophageal varices performed on (B)(6) 2025. During the procedure, it was noticed that the bands could not be deployed normally. The procedure was completed with another speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.